Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient noticed an increase in chronic pain. The factors leading to the issue was that the patient had been taking care of their elderly mother and has been doing a lot of lifting and cleaning in the care of their mother. The patient leads were viewed under a fluoroscopy and it appeared they had moved. The patient was reprogrammed and the issue was resolved. No further complications were reported or anticipated.